Event description:
During a transurethral resection of bladder tumor procedure, an "audible gaseous sound" was heard. A micro bladder perforation was later repaired. Post-op pt was doing well and has been released.